Event description:
In (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan revealed there was a caval wall penetration.

Event description:
In (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan revealed there was a caval wall penetration.